Event description:
The implantable pulse generator was returned from a competitor with no information. A database search by serial number revealed the patient to be deceased. The patients death occurred less than one year after implant. Follow-up has been inconclusive and additional information has not been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Analysis of the leads is in progress, the results will be forwarded once completed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.